Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a nephrostomy procedure was performed and the hub detached from the drain after placement. The patient returned to have the drain replaced with an identical device and there was no reported harm to the patient.